Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, the customer encountered an error. An intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the logs and found error 319, indicating that node 192 was not present at startup at the axes controller carriage (acc) on the systems universal surgical manipulator (usm) 3. The tse advised the customer to perform a hard power-cycle and press the emergency power off (epo) button on the patient side cart (psc) with no resolve. The tse asked the customer if they could complete the case with only three usms, and the customer elected to disable the usm 3. The customer continued with the case using the remaining three usms. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the system's universal surgical manipulator (usm) 3 to resolve the reported 319 error. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the reported complaint. The usm failed normal mode on the system and triggered error 319, which pointed to the rolling loop. A visual inspection was performed and the rolling loop cable was found broken.